Manufacturer narrative:
FDA device problem code: 1354. FDA patient problem code: 2199. Investigation summary: customer reported there was a separation and returned the affected sample. The sample has two separated ends of tubing, and when reviewing the drawing for this material number, it was confirmed there should be a check valve attached to the tubing. It appears the two open tubing ends are the two ends that are normally attached to the check valve, and no check valve was returned. The two ends of tubing are different, one is macrobore and one is regular bore, regular bore is below the drip chamber. Both of the tubes are in tolerance and appeared to have sufficient solvent. A device history record review for model 2426-0500 lot number 20083340 was performed. The search showed that a total of 46,083 units in 1 lot number was built on 18aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause is unknown for this complaint. Since the check valve is completely missing, the suspected root cause can be traced to a missing component during assembly.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20083340. It was reported that the tubing was found severed out of the packaging.